Event description:
The following report was received in ctmcomplaint@takeda.com: "cannot draw igg from ig port (via pump priming and manual draw)".

Manufacturer narrative:
Investigation is pending sample return.